Event description:
Centrimag circuit alarmed and when I came to room the console screen was blacked out. Monitor screen was still on and read 3300 rotations per minute (rpm) but flow reading was -- --. Patient was awake with mean arterial pressures (maps) 80-90 and sat 99%. Connections checked and confirmed to be secure. Circuit was securely plugged into red outlet. Notified nurse practitioner (np) to come to room, back up circuit brought to room and used flow sensor to check flow - reading 3.3. Unable to restore rpms and flow despite troubleshooting. Notified md who came to room and switched current console to back up circuit (pump not exchanged). Rpm set to 4000 for flows 4.4. Patient tolerated well and remained hemodynamically stable throughout incident. Perfusion notified.